Manufacturer narrative:
(B)(4). Concomitant med products and therapy dates: motor device. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device where a visual and functional assessment was performed which determined that the set screw and nose tube were loose, and the device failed for vibration. It was further determined that the loose set screw and nose tube were the results of the vibration. It was determined that the loose set screw and nose tube were due to normal wear over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the attachment device was unscrewing during use. It was further reported that the device would not stay connected to the motor device. It was reported that the device seemed to be intact and there were no parts missing. During in-house engineering evaluation, it was observed that the set screw and nose tube were loose, and the device failed for vibration. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.